Event description:
A customer reported experiencing an error with their continuous glucose monitor, specifically cgm error 42. There was no reported impact to the customer¿s blood glucose level. The customer was not home at the time and plans to call back for further troubleshooting.